Manufacturer narrative:
(B)(4). Customer disconnected the call; unable to send replacement product and unable to make contact with her on follow-up attempts. Most likely underlying root cause of malfunction: user's test strip had poor storage. The customer reported storing test strips from multiple lots in one vial combined.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's wife is calling on behalf of the customer. The customer's reference blood glucose test result range is 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. On (B)(6) 2016 10:30pm, a back to back blood test was performed by the customer fasting and produced test results of 406 mg/dl and 368 mg/dl. The test strips are being mixed in vials (combining new strips with old strips). The test strip lot manufacturer's expiration date is 01/25/2018. Adverse event not reported.